Event description:
It was reported that a tandem mobi cartridge alarm occurred, leading the customer to visit the emergency room. The customer's highest blood glucose level reached 333 mg/dl. The incident caused no injury, and the ketones were present but not deemed dangerous. The customer received IV fluids and insulin at the ER, which resolved the issue, and there was no permanent damage. The customer successfully loaded a new cartridge and resumed insulin delivery before contacting technical support. No further assistance was required as the issue was resolved.